Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.037.015 , lot: 9433125 , manufacturing site: haegendorf , release to warehouse date: 07.apr.2015 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: damage: visual (appearance not as expected) visual inspection: visual inspection performed at customer quality (cq) revealed that the returned locking device is excessively bent open when the two rings should be parallel for most of the slot length (with the exception of the end which is to have a total angle of 10 degrees +/-2 degrees). The condition of misalignment could not be tested as no mating devices were returned. The received condition agrees with the reported condition therefore the complaint is confirmed. Drawing/specification review: the drawings were reviewed during investigation there were no design changes between the revisions which would impact the complaint condition. The change from rev g to h implemented UDI marking on the product. Dimensional inspection: the distance between the outer faces of the rings was measured to be 7.2mm which is above the specification of 6.2mm +0.5/-0due to the bent condition. Measured using mitutoyo caliper review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No definitive root cause was able to be determined. It was determined that the device was bent likely due to excessive forces post-manufacture. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sale rep. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis.

Event description:
It was reported on an unknown date, a trochanteric femoral nail advance (tfna) locking attachment clip, an unknown lower anvil and a lower anvil adjustment screw were damaged. It is unknown when was the issue discovered. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).